Manufacturer narrative:
Device evaluation summary: the medtronic authorized third party service provider (tkb) inspected the ventilator and could not find any abnormalities during inspection. The investigation found the device to function normally as the reported issue could not be reproduced. The ventilator passed all testing per manufacturing specification and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, an operation failure alarm was generated, the screen froze, and the device stopped ventilating. The ventilator was restarted and settings were changed. There was no patient harm reported. It is unknown if the patient¿s spo2 value declined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, an operation failure alarm was generated. The screen froze, and the device stopped ventilating. The ventilator was restarted, and settings were changed. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. It is unknown if the patient¿s spo2 value declined.